Event description:
While performing superselective angiography, the doctor noticed an increase in pressure during injection, and then the catheter reportedly ruptured. The catheter was removed and another catheter was used successfully. There was no adverse event for the pt.